Event description:
Customer reportedly received results of over 300 mg/dl and 98 mg/dl within 10 minutes on the advantage system. No actions were taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.